Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to a bacteremia infection. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. This lead was explanted.